Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/11/2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced data acquisition board and solenoid valve and the issue was resolved. The device was returned to use.

Event description:
The customer reported that the unit logged an error 110a (proximal pressure sensor autozero failed). There was no patient involvement at the time the issue was discovered.